Event description:
Avenova turns brown before 30 days of use. Our pharmacy has four different complaints of this happening in the last two months. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016.